Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead alert triggered due to fluctuating and high impedance values indicative of a possible lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead alert triggered due to fluctuating and high impedance values indicative of a possible lead fracture. It was later reported the ventricular tachycardia/fibrillation detections were turned off. The lead remains in use. No patient complications have been reported as a result of this event.